Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive sheath during procedure to treat an atrial fibrillation (a fib) presented visible leaking blood. While inserting the farawave catheter into the faradrive sheath, the physician stopped and aspirated. As he was aspirated, an excessive number of bubbles were noticed. Multiple attempts to aspirate and flush, were attempted, yet bubbles were still coming back into the flush side port of the faradrive sheath, when the farawave was in the sheath. The catheter was removed from the sheath and a kink was noticed on the catheter. The doctor also noticed that blood was leaking back out of the hemostat valve of the faradrive sheath. At that point the sheath and catheter were replaced with a new farawave and faradrive sheath and case was completed successfully. No patient complications occurred. The device is expected to be returned.